Event description:
The customer reported that the 9900 system displayed a communication failed error message. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The system is operating. No further information is available.